Manufacturer narrative:
It was reported that ¿from an unknown date from the patient¿s first hospitalization for peritonitis, the patient¿s general condition was poor¿. Subsequently, the patient passed away due to ¿poor general condition¿ (no further detail). It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event and treatment details were not reported. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.